Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the proximal conductor of the lead became extrinsically distorted, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported by the patient that they had three surgeries in three days to get the lead to stay in place. The lead was then replaced with a competitor lead. No patient complications have been reported as a result of this event.